Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that leakage occurred during use with a bd insyte¿ autoguard¿ bc shielded IV catheter. The following information was provided by the initial reporter: it was reported leakage after medication was received. Additionally,the bd sales consultant provided the following additional information: patient complained of leakage from the IV after 28ml of herceptin was received. Writer observed the IV catheter and tried to tighten it but there was some manufacturing defect which was leading to slow leakage. IV resited after helping patient to wash hand with soap and water. No redness or any changes seen.

Manufacturer narrative:
H.6. Investigation summary since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see section h.10.

Event description:
It was reported that leakage occurred during use with a bd insyte¿ autoguard¿ bc shielded IV catheter. The following information was provided by the initial reporter: it was reported leakage after medication was received. Additionally,the bd sales consultant provided the following additional information: patient complained of leakage from the IV after 28ml of herceptin was received. Writer observed the IV catheter and tried to tighten it but there was some manufacturing defect which was leading to slow leakage. IV resited after helping patient to wash hand with soap and water. No redness or any changes seen.